Event description:
Boston scientific - target was informed that during the procedure when the physician placed the gdc 10-standard synerg detection circuit in the aneurysm, found the situation unfit, so the device drawn and placed inside again. The physician was not able to place the coil in the aneurysm completely and found that it had cut off from the connection point. The physician had to draw the whole system including microcatheter. The pt's condition was not affected by this event.